Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Additional information indicated that the lead's sensing and capture thresholds were significantly deteriorating upon interrogation. The cause of dislodgement was device migration. The physician attempted to free the lead but was unsuccessful due to this patient had numerous adhesions. During the procedure the electro cautery was too close to the lead body which resulted in insulation damage. The lead was explanted. No additional adverse patient effects were reported.